Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exactamix 250ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. The device was filled with fat emulsion. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between october 23-24, 2022. H11: the actual device and a video of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue was not identified by visual inspection on the returned sample; however, the leak from the administration spike port bonding area of the eva bag was identified by visual inspection of the video sample. Functional testing was performed and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.